Event description:
It was reported that the pump battery was depleting quickly with moderate ketones which their healthcare provider identified as dangerous. The customer¿s blood glucose (bg) was over 600mg/dl. Bg was corrected with a bolus via the insulin pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.